Event description:
The user facility reported that a fiber leak was noted immediately after the initiation of 3 dialysis treatments. Each leak involved a dialyzer from the same lot. The involved units were discarded and the treatments were successfully completed using another dialyzer. The user facility reported that the circuit had not been fully primed when the leak was noted so there was no significant blood loss or other patient complication associated with these events. Additional event specific information was not available.